Event description:
Boston scientific received information that a revision procedure was performed. This right ventricular lead was successfully repositioned. The reason for the revision could not be obtained, however an additional subcutaneous lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
According to available information this lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.